Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to roux-en-y procedure, it was observed that there was a damaged seal. The inner diameter of both trocars were very tight and the tech could not get a 5mm instrument down either trocars. They opened up another device to complete the case. There was no patient injury.